Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor system for rapid detection of group a strep, the analyzer resulted the test as negative. The customer saw a line visually, reinserted the test cartridge and received a positive result. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they received an initial negative result with the test cartridge and the analyzer. When they removed the cartridge, they noticed a faint line, allowed the cartridge to incubate longer, then reinserted into the analyzer and received a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing with bd veritor system for rapid detection of group a strep, the analyzer resulted the test as negative. The customer saw a line visually, reinserted the test cartridge and received a positive result. There were no health impact or consequences reported.